Manufacturer narrative:
A steris technician went on-site and reviewed the cycle printouts prior to and after the reported event; both cycles completed successfully as all cycle parameters were met. The technician inspected the processor, ran diagnostic and processing cycles and confirmed the processor was operating properly. The technician inspected the aspirator probe assembly and verified it was assembled and functioning properly; no issues were noted. The user facility's description of the event conflicts with the operation of the processor. No peracetic acid is present on the aspirator probe tubing following a successful completed cycle as the processor goes through 2 water rinses at the end of the cycle; peracetic acid droplets would be present on the aspirator probes only if it was inserted into and then withdrawn from the s40 cup. Peracetic acid was able to drip onto the operator's arm and hand because she was not wearing ppe. The system 1e operator manual states (p. 7-1): "in the unlikely event that the user may be exposed while inserting the sterilant container into the system 1e processor, it is suggested that, as a precautionary measure, ppe be worn. Recommended ppe consist of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." Steris has offered in-service training several times, however the user facility has not responded.

Event description:
The user facility reported that an operator sustained small burns to her hand and arm while placing an s40 container into the processor and before inserting the aspirator probe into the s40 cup. The operator was not wearing ppe when the event occurred. She rinsed her hand/arm and went to employee health where she obtained an over the counter ointment. The user facility reports the operator is fine with no sustaining injuries.